Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a replace battery now alarm. They had changed the battery but the insulin pump would not turn on. The display is blank. The customer¿s blood glucose level was 105 mg/dl. Troubleshooting was performed. They removed the battery but the insert battery alarm did not display on the screen. It was found that the contacts on the battery cap were missing. They were advised to discontinue use of the device and revert to back-up plan per health care professional¿s instructions until a new battery cap arrives. The device will not be returned for analysis.